Event description:
After the initiation of dialysis, pt complained of shortness of breath and became flushed. Dialysis was discontinued and blood was returned to the pt. Even though lost of blood was returned, approx 200cc of blood was lost due to blood left in the extracorporeal system. Dialysis was restarted with a different type of dialyzer. No medications or other type of medical intervention was given. No serious injury reported. This event involved one pt. Since this incident was reported, the pt has dialyzed on the miro nova dialyzer without further problems reported.